Event description:
Per the clinic, the patient experienced facial weakness/paralysis since initial implantation and the patient was treated with steroids (specific type, date and duration not reported). Clinical management of the patient is ongoing. The implanted device remains.